Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 31 mg/dl when the paramedics arrived. Customer stated that she had high blood glucose of 300 mg/dl and she over bolus trying to make a correction. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads, missing end cap sticker, and scratched display window.